Manufacturer narrative:
Additional information received via follow up with physician indicated no information related to patient death. Last device check (B)(6) 2009 revealed normal device function. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator was returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after device replacement. The cause of death has been requested but not received.